Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room after receiving inappropriate shocks which resulted in the patient's heart racing and shortness of breath with exertion. Recent trends noted increased heart rates and respirations. Counters showed fifteen anti tachycardia pacing (atp) events, all of the treated episodes were in the ventricular fibrillation (vf) zone so discriminators were not applied. The arrhythmia appeared to be atrial in nature with rates greater than 210 bpm. It was noted that the patient had a history of atrial fibrillation (af). The patient was most likely going to be admitted to the hospital; however, this was not confirmed. Additionally, it was recommended that a discrimination zone be added. Efforts to obtain additional complaint details were unsuccessful. No adverse patient effects were reported.